Manufacturer narrative:
Findings: pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. Unit received with cracked reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 117 mg/dl. The customer stated that there is crack on reservoir compartment area and battery compartment area. . The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.